Event description:
It was reported and learned through medical records that a patient with a 27mm 7300tfx mitral valve implanted for nine (9) years, one (1) month, underwent valve-in-valve procedure due to leaflet tear and severe regurgitation. Patient presented with heart failure. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve. Patient was in stable condition at the end of the procedure. Per medical records, patient was hospitalized for heart failure exacerbation with worsening fatigue, dyspnea in the setting of mitral valve regurgitation. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve. The patient was transported to cicu for further monitoring due to continued need for vasopressin and levophed for blood pressure support. Patient was discharged on pod # 16.

Manufacturer narrative:
Updated b5. After clinician review it was determined this event should be submitted as part of viv asr report and not a 30-day MDR. This event will be reclassified and investigation submitted via asr.

Event description:
It was reported and learned through medical records, a patient with a 27mm 7300tfx mitral valve implanted for nine (9) years, one (1) month, underwent valve-in-valve procedure due to leaflet tear and severe regurgitation. Patient presented with heart failure. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve. Patient was in stable condition at the end of the procedure. Per medical records, patient was hospitalized for heart failure exacerbation with worsening fatigue, dyspnea in the setting of mitral valve regurgitation. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve. The patient was transported to cicu for further monitoring due to continued need for vasopressin and levophed for blood pressure support. Patient was discharged on pod # 16.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.